Manufacturer narrative:
Device was not implanted. (B)(6). The actual device was returned to the manufacturing facility for evaluation. When closely checked the obtained sample, the safety-cover was not properly shielding a tip of inner-needle and it was being positioned at bottom instead. The safety-cover was closely examined under microscopic observation. No irregular findings were found to attribute detachment of any parts, deformation or malfunction of the device. Next, we prepared a catheter-hub alone that was brought from our retention sample, was placed onto the actual sample to create original assembly. It was used to simulate and verify the proper shielding performance of the sample. We conducted inner-needle pulling repeatedly 10 times. As a result, the safety cover was confirmed to be safely activated to shield the tip of the inner- needle. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately", "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." And "do not touch the safety cover after withdrawal of the inner needle for infection prevention." The manufacture inspection record was traced back five years, in which duration is equivalent to expiration of the product and reviewed. As a result, no similar event was noted in the record and no similar event has ever been reported by other medical institutions. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a medical intern used a terumo surshield - safety i.v. Catheter product and suffered a needle puncture. The catheter placement on the patient being treated was successfully done and the inner needle was then removed as normal. The medical intern later found that the safety cover was not properly being activated and suffered a needle stick injury as a consequence. The hospital reports that condition of the patient is confirmed to be fine afterward.